Manufacturer narrative:
Submit date: 12/13/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that up on removal of the enteral access tube, it was noted that the stylet had broken off at proximal end. It was unknown whether the ngt was flushed before stylet removed or whether excessive force was used.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was confirmed; hub disassembly was observed. The most likely root cause for the stylet disassembly indicates that this issue could occur due to inadequate use or the procedure if the instructions of use are not followed, the tube was not filled with enough water (10 cc) to remove the stylet smoothly. Per the instructions for use (IFU) feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. For stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that a once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.